Event description:
It was reported that the device got stuck in the stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. An opticross imaging catheter was selected for use. During the percutaneous coronary intervention a guide catheter was used, since the device had difficulty crossing. When the physician tried to remove the catheter after imaging was performed, it got stuck in the distal part of the stent. It could not be removed by pushing and pulling, hence, the device was cut, and the imaging core was removed. A guidewire was inserted and was able to remove the device. The procedure was completed. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The rotator and the hub did not returned with the device. Several kinks in the sheath assembly were noted. The female telescope and sheath assembly returned detached. The female tubing was observed detached from the anchor seal. The tip of the device was noticed deformed at the guidewire exit port.

Event description:
It was reported that stuck in stent occurred. The 90% stenosed target lesion was located in the moderately tortous and severly calcified right coronary artery. An opticross imaging catheter was selected for use. During the percutaneous coronary intervention, while the imaging was performed the stent was crossed through the guidezilla. However, when the physician tried to remove the catheter, the stent got stuck in the distal part, they tried to removed by pushing and pulling, the device was cut, and the imaging core was removed. The device was removed and the procedure was not completed. There were no patient complications nor injuries were reported. It was futher reported that: no stent malaposition was observed on the angiography and ivus. When the physician tried to reached the lesion approximately 24mm and the vessell was around 2.75mm in the middle of right coronary artery was relatively straight, but the area before the stent had uneveness and severe calcification. The patient's status was good and already discharged from the hospital.